Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During investigation, all keypad buttons responded appropriately to button presses. The keypad was removed and no contamination was found on the button contacts. The complaint of a keypad button response issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons unresponsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.